Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported issue of the device failing to deliver a defibrillation shock. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The customer has advised physio-control that after a confirmation with the device user, it was determined that the selector knob on the device was pushed after each defibrillation charge was performed. The pushing on the selector knob disarmed the defibrillation charge. A clinical review of the reported event was also performed by physio-control and determined that the device use may have contributed to the death of the patient due to use error. There was no failure of the device.

Event description:
The customer reported that during a patient event, they attempted to deliver defibrillation energy to the patient six (6) different times with each attempt failing. The device reportedly was dumping the charge after they attempted to deliver the energy. The patient did not survive and was pronounced at the hospital emergency department.